Event description:
It was called in to technical services on 8/25/11 that there is possible noise with over sensing on this lead. They will be talking with md to trv to optimize therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).